Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. However also noted intermittent button duo to flattened keypad.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was cracking along the battery hub and looks like a piece was going to fall off. Troubleshooting was performed for damage and found that the reservoir stays in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.